Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 complaint sample was returned and evaluated against the reported event. Visual evaluation confirmed the presence of blue particles inside the sealed pouch for all units. One unit contains 3 blue particles, one unit contains 4 blue particles, and 18 units contains 1 blue particle. All the blue particles have a size greater than 0.60 sq.mm as measured with tappi chart 25-2007-187-00-ce which is not acceptable. DHR was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet is considered non-conforming. The blue particle likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Products have been received by zimmer biomet and the investigation is in process. Once the investigation have been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01086.

Event description:
It was reported that during stock inspection, foreign substance and a crease was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.